Event description:
Catheter infected and removed at dr's office. Dr's nurse reported that the cuff was disintegrated and not able to be removed at office. Usual removal involves making an incision to pull the catheter and this was done. However, the cuff did not come out at office and was removed in or. Pt comfort was better in or. Another port inserted on 2/19 for venous access. Physician also explored previous site and removed necrotic material, pus and the cuff form the catheter.